Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures total vaginal hysterectomy, vaginal, paravaginal repair and sacrospinous fixation due to cystocele, sui and uterine prolapse. It was reported that following insertion the patient experienced infection, urinary and bowel problems, recurrence and dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent laparoscopy w/ bso and lysis of pelvic adhesions and vestibulectomy with vaginal advancement on (B)(6) 2006. It was reported that the patient underwent repair of vaginal laceration that extended 4cm on (B)(6) 2007.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection, urinary frequency, and urinary incontinence.